Event description:
It was reported that patient presented remotely via merlin.net. It was noted that atrial lead exhibited over sensed noise leading to inappropriate mode switch. No intervention was performed. Patient condition was stable.

Event description:
New information received indicates that the right atrial (ra) lead was capped (B)(6) 2024 and replaced with a new lead.